Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument tip cover for evaluation. Therefore, an exact root cause of the customer reported failure could not be conclusively determined. The customer reported failure can possibly be attributed to misuse/mishandling since the site indicated that the mcs instrument collided with the tip-up grasper instrument installed on the universal side manipulator (usm) arm 4 during the surgical procedure. The general precautions and warnings in the instruments and accessories user manual instructs the user to: "use instruments with care. Avoid contact between instruments inside the patient and do not use any instrument to apply force to another instrument inside the patient." The customer reported complaint does not itself constitute an MDR reportable event; however, evidence of arcing found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a small burn on the monopolar curved scissors (mcs) instrument tip cover accessory. The user was unable to provide further information regarding this observation. Following this, a new mcs instrument tip cover accessory was installed into an mcs instrument to continue the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the mcs instrument was inspected prior to use. The mcs tip cover was placed using an installation tool. According to the site, the mcs instrument collided with the tip-up grasper instrument installed on the universal side manipulator (usm) arm 4 during the procedure. Ileus was reported post-operation. The site stated that this is unrelated to the issue. The patient's condition has normalized. The patient has not returned to the hospital since. The general precautions and warnings in the instruments and accessories user manual instructs the user to: "use instruments with care. Avoid contact between instruments inside the patient and do not use any instrument to apply force to another instrument inside the patient."

Manufacturer narrative:
4307 : intuitive surgical, inc. (Isi) received the monopolar curved shears (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. Visual inspection of the tip cover revealed a hole below the silicon overmold measuring approximately 0.24¿ x 0.09¿ due to localized melting indicative of arcing. The observed damage appeared to be a crater-like hole. It was indicated that any material missing from this damage was likely thermally induced rather than mechanically induced. Additionally, evaluation of the monopolar curved scissors (mcs) instrument involved with this complaint was completed. Visual inspection of the mcs instrument found no damage on the distal end and no signs of thermal damage or evidence of charring at the wrist assembly. The instrument was functionally tested and passed all testing specification including electrical continuity testing with no issue found. The instrument was further tested by installing a new mcs tip cover and operated without issue. The cut and energy delivery functionality was verified and passed specification. The mcs instrument was placed alongside the returned mcs tip cover, inspection identified no remarkable observation on the mcs instrument. No arcing event and no intermittent energy were observed on the mcs instrument.